Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was performed the DHR, quality notifications and maintenance where no records potentially related to failure were found. The images were evaluated and it was possible to observe a failure in printing the batch. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. Root cause description: - possible causes for the occurrence: cartridge print line failure, insufficient ink inside the cartridge, failure of the machine to contact the cartridges, causing printing failures. Rationale: as actions to mitigate possible causes, the following topics will be addressed: test bench manufacture for the cartridges; verify the feasibility of standardizing the printing of packaging machines; production line operators will be notified of the occurrence.

Event description:
It was reported that the lot# on the bd precisionglide¿ needle label was illegible prior to use. This occurred with 2014 labels. The following information was provided by the initial reporter, translated from portuguese to english: "during the kit assembly process, we identified a deviation in the needle item. Reason: unreadable lot".